Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. Predilatation was performed prior to stenting. The mid rca was treated with two xience v stents for restenosis of previously placed des stents (unk type). The proximal rca was treated with one xience v stent for restenosis of a previously placed des stent (unk type). The patient was rehospitalized in 2009, with symptoms of chest discomfort episodes over approximately six weeks, and underwent a revascularization of the mid rca for treatment of restenosis. Symptoms were resolved. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - angina and restenosis, listed in the xience IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product deficiency. Possibly the diaphoresis may have been a secondary effect of the angina and restenosis. The IFU states; safety and effectiveness of the xience stent have not been established for subjects with previously stented lesions and in-stent restenosis. A conclusive cause for the reported patient effects and the relationship to the xience sds cannot be determined. The xience v coronary stent system indicated is being filed under the same MFR number.